Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a lap nissen, the device dropped the needle after one pass and second device was opened. The second device did the same thing. Another device with a different lot number and worked just fine. The needle from the device fell off the endostitch device inside the patient after one pass. The device fragment was not left in the patient.

Manufacturer narrative:
Manufacturer reference number: ftr evaluation summary: post marketing vigilance concurrently with engineering led an evaluation of two devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, pmv review of complaint trends and an evaluation of the returned device. No witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle were noted for each device, indicating proper alignment of the jaws when toggling the needle. A pmv needle was loaded onto each subject instrument. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. The needle was loaded and unloaded without difficulty. No difficulty was experienced in loading, unloading, or toggling the needle. Visual and functional testing of the returned sample confirmed the product met quality release specifications that were tested. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. The file was concluded to be tested satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).